Event description:
A patient applied a pod to the arm, which was worn for approximately 37 to 48 hours. The pod was removed on (b)(60 2026 due to increasing pain and bruising at the insertion site, which subsequently appeared infected. The patient sought medical attention on (B)(6) 2026 and was hospitalized for a pod site infection. During hospitalization, the patient experienced hyperglycemia without acetonemia. An infectious disease specialist consultation was requested, and a surgical consultation was initiated to assess the need for drainage. Treatment with intravenous amoxicillin 2 g/day was initiated during hospitalization. No changes to insulin therapy had been made at the time of reporting. The patient remained hospitalized until discharge on (B)(6) 2026. Additional information was received on 08 april 2026. There were overlapping issues that the discharge date occurred (B)(6) 2026 while the french prestataire stated that the patient remained hospitalized. Per email response from the healthcare professional, the patient still remains hospitalized and under care after the infectious disease specialist consultation, as infection was surgically treated through a drainage.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.